Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix fully retracted and tissue/blood visible inside helix, tissue and blood was removed with alcohol, once extended, helix was found bent.

Event description:
It was reported that during the implant procedure "the screw did not come out." A different lead was implanted and no patient complications have been reported as a result of this event.